Manufacturer narrative:
Unavailable device was not returned for evaluation.

Event description:
The device was used during an unk procedure. It was reported by the rep. The instrument jammed. There was no consequence to the pt.